Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed; the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that post implant of the atrial lead, there was no sensing and no capture at max output. Therefore, the atrial lead was attempted to reposition, but due to tissue on the helix it was replaced with a new lead. No patient complications have been reported as a result of this event.